Event description:
Hard time walking [gait disturbance]. Left knee pain [arthralgia]. Left knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(4) 2013 from a nurse via a sales representative regarding a female patient (age not provided), initials unknown. The patient's medical history was not provided. On (B)(6) 2012, the patient received synvisc-one (hylan g-f 20) into both knees (route and dosage regimen not provided). The lot number for synvisc-one was not provided. On unspecified dates, the patient experienced left knee pain, left knee swelling and she also "had a hard time walking." On an unspecified date, the physician gave her a medrol dosepak as a treatment. The action taken with synvisc-one was not provided. On unspecified dates, the patient recovered from all the events. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting nurse did not provide the relationship between synvisc-one and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.